Event description:
It was reported to philips that the monitor / display was blurred. There was no patient involvement. The field service engineer (fse) evaluate the device and confirmed the blurred screen. The fse air bubbles emerged between the glasses of the front monitor. It was determined that this was a malfunction of the monitor / display. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time